Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered uncommanded insulin delivery bolus of 8 units of insulin. The pdm was in the patient's pocket. The patient's blood glucose level (bg) was at 176 mg/dl.

Manufacturer narrative:
The user stated their pdm was in their pocket and delivered an 8 unit bolus uncommanded. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Logs confirm an 8 unit bolus was delivered on the day of occurrence. Evidence of interaction was observed in the logs. The controller was interacted with to enter the bolus calculator screen. No carbs were entered and no bgs were entered. The user then manually entered a total of 8 units into the calculator. Lastly, the user confirmed the bolus. No evidence of uncommanded boluses was observed in the log files. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.